Manufacturer narrative:
Investigation: samples received: (B)(4) unopened race packs. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market(B)(4) units of this code-batch. There are no units in our stock. We have received (B)(4) closed samples for analysis. We have tested the needle attachment strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep):0.097 kgf in average and 0.025 kgf in minimum (ep requirements: 0.051 kgf in average and 0.025 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Needle attachment strength results before releasing the product were 0.117 kgf in average and 0.094 kgf in minimum and fulfilled ep requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for one box of product for the units sent for analysis. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K133890. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there is bad fiction "needle-suture." The reporter indicated that the oncology center has noticed that the needle is permanently tearing from the thread resulting in the needle detaching from the thread. Additional event details have been requested.